Manufacturer narrative:
(B)(4). Batch # 781a91. Investigation summary: photos along with the device was returned for evaluation. This is an analysis of three photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: three photos shows a piece of tissue and the staple line shows a deformation, the most likely is that the staple line is not complete. Based on the three photos reviewed, the event described is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with one gst60b reload loaded in the device. The reload was received fully fired and with damage on reload deck. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife and reload is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy on second firing across the stomach the cartridge began pulling on the tissue. They completed the cartridge and once removed they noticed the staple line was complete at the beginning and at the end but nonexistent in the middle. They opened a new device, oversewed, and sprayed a fibrin sealant on the gap to complete the case with no patient consequences.